Manufacturer narrative:
Investigation summary: DHR: batch 7215873 was produced on 9/12/17 with zero defects found. A note in the DHR revealed the ink pump had stopped running, but no defects were found during inspections. A photo was received in the columbus plant for evaluation. Two syringes with missing print were observed. Most probable root cause was determined to be that the ink pump stopped running. Conclusion: ink pump failure. Root cause: based on the investigation root cause was determined to be ink pump stopped running.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
This complaint is MDR reportable. It was reported during use of the bd luer-lok¿ tip syringe the markings on the syringes were missing. There was no report of injury or medical intervention.